Event description:
The following information was provided: as per pss implant request: failed par (periarticular reconstruction) prosthesis. Ewing sarcoma 2002 treated at chop with resection and stryker par prosthesis infection in 2016 treated without surgery. Now with dissociation of taper between stem and par connector in setting of infection all components removed and spacer placed, significant osteolysis found behind implant on ilium needs reconstruction. Pmi implant versus stemmed acetabular cup (ice cream cone) type implant. Par prosthesis and stem already removed.